Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A transmembrane pressure alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback resulting in an estimated blood loss of 190cc. The operator attempted to restart treatment with a new cartridge, however, arterial pressure and arterial air alarms occurred when the operator increased the blood flow rate from 200 to 350. The alarms could not be resolved. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc for this treatment as well. The pt, who has a history of anemia, was hospitalized to address clotting and vascular access problems. During hospitalization, the pt received a blood transfusion.

Manufacturer narrative:
The cycler alarmed appropriately. There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Facility staff attributed the alarms to problems with the pt's vascular access which have subsequently been addressed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l information will be provided.